Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h4, h6. Correction field: d4 (UDI). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: circuit board/printed circuit board failure. A definitive root cause could not be identified. However, based on the investigation results, it is likely that the startup failure was due to a malfunction of the circuit board or printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported sometimes the subject device could not turn on normally during reprocessing. Here were no reports of patient involvement.